Manufacturer narrative:
Analysis found that the handpiece came in with cut cable and frozen/seized motor. The handpiece was disassembled and found that the main shaft was broken. Replaced cable, bulk head, main shaft and motor. The item was repaired, cleaned, tested, and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the handpiece had trigger lock error and jumped when the trigger was released during the procedure. There was no patient issues. The facility used a different device.